Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. The device was not in patient use.